Manufacturer narrative:
The field service engineer (fse) changed the gear pump. The investigation is ongoing. The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable elecsys troponin t hs assay results for 7 patient samples tested on a cobas 8000 e 801 module. The repeat results were tested on a different e 801 because of the qc failed after the initial results. For patient 1 the initial troponin t result was 50.5 ng/l and the repeat result was 26.3 ng/l. For patient 2 the initial troponin t result was 49.4 ng/l and the repeat result was 3.63 ng/l. For patient 3 the initial troponin t result was 42.6 ng/l and the repeat result was <3.0 ng/l. For patient 4 the initial troponin t result was 16.6 ng/l and the repeat result was <3.0 ng/l. For patient 5 the initial troponin t result was 107 ng/l and the repeat result was 20.1 ng/l. On (B)(6) 2019 the sample was repeated again and the troponin t result was 18 ng/l. For patient 6 the initial troponin t result was 63.4 ng/l and the repeat result was 21.1 ng/l. For patient 7 the initial troponin t result was 44.0 ng/l and the repeat result was <3.0 ng/l. There were questionable results reported outside of the laboratory for patients 1 through 6. No questionable results were reported outside of the laboratory for patient 7. The repeat results were the correct results. The troponin t reagent lot number was 37069500. The expiration date was asked for but not provided.

Manufacturer narrative:
The customer did not provide additional information for investigation. Without more information to investigate, a specific root cause could not be determined.